Event description:
Reporter alleged obtaining a discrepant blood glucose result in the 200-299 mg/dl range back to back with a result of 17 mg/dl on the same advantage system when testing was performed less than 10 minutes apart. Reporter indicated that she was experiencing some hypoglycemic symptoms and passed out after the 200-299 mg/dl result. Reporter stated her husband obtained the 17 mg/dl result on her, called 911, and she was taken to the hospital. Reporter stated she was treated for that, and also seizures unrelated to diabetes while there. No other actions were reported taken or treatment received a request was made for the return of the suspect device and replacement product was sent. Reporter no longer has the strips used, and so no product will be returned for evaluation.